Manufacturer narrative:
According to the facility on (B)(6)2024 "the adapter tip is breaking off of the syringe and the plunger is off center and comes out". Per the facility the was no patient involvement and therefore no serious injury or medical intervention required. A sample has been requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA (B)(4) issued for (B)(4) on (B)(6)2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6)2024 "the adapter tip is breaking off of the syringe and the plunger is off center and comes out".